Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous distal right coronary artery. The lesion was pre-dilated with an unspecified balloon and the 3.5 x 28mm promus element mr stent delivery system (sds) was advanced but was unable to cross the lesion. The physician advanced an unspecified smaller catheter for support, but was unable to advance the sds. The sds was removed from the patient to dilate again, and it was noted that the stent was lifted in the middle. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.